Event description:
Pt contacted dexcom technical support on (B)(4)2010 to report an infection at the sensor insertion site. Pt visited her physician who prescribed a 30-day course of antibiotics. Pt stated that she still had a rash at the time of her call. Pt reported that the rash itched. But was not painful.

Manufacturer narrative:
Dexcom confirmed that this lot of product was properly sterilized prior to shipment. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.